Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 22 mg/dl. The customer stated that he was driving and he began to feel his blood glucose levels dropping. The customer attempted to call for help, but he lost consciousness. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump was uploaded and the customer noticed that there were several bolus deliveries that he did not program. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected bolus deliveries were noted.